Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited radio frequency (rf) telemetry issues when interrogating the device with the remote monitoring communicator. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected due to an extended rf overuse condition. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.